Event description:
It was reported, the needle was being used to aspirate a sample from a lymph node in the patient's lungs. When the physician inserted the needle, he noted a change in feel and pulled it out, but it was still visible on the ultrasound. When switching out of the ultrasound to camera view, he noted that the needle had snapped off and was stuck in the patient's lung. It was then removed using gator forceps. The issue occurred towards the end of a diagnostic endobronchial ultrasound bronchoscopy with rapid on-site evaluation and transbronchial biopsy with fluoroscopy procedure and caused an unspecified delay as the patient had to remain sedated for longer than necessary to retrieve the needle. The procedure was completed with a similar device. There were no reports of further patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the specific root cause could not be identified with the information received. The event can be prevented by following the instructions for use which state: "do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument." "Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.